Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe diarrhea. The cause of the peritonitis was not reported. It was reported the patient was hospitalized and in the intensive care unit. Treatment for the event was not reported. It was further reported the day after event onset, the patient was recovering from the event. The following day, the patient passed away. The cause of death was not reported. It was not reported if the peritonitis was resolved at the time of event. It was not reported if an autopsy was performed or if pd therapy was ongoing prior to or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized due to severe diarrhea. The cause of peritonitis and diarrhea were unknown. A day after the symptom onset, the patient has recovered from diarrhea. On an unknown date, the patient was treated with vancomycin injection (1gm, every 3rd day, discontinued) and imipenem injection (250mg, discontinued) for peritonitis. On an unknown date, the patient has recovered from peritonitis prior to death. Pd therapy was ongoing at the time of death. Based on additional information received, the pd disposable was determined not to be a factor in the reported death. Should additional relevant information become available, a supplemental report will be submitted.